Event description:
A review of the download data for a (B)(6) male pt revealed several code 205's - av data corrupt. Zoll customer support contacted the pt and issued him a replacement.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (205 service code) was confirmed. As rec'd, the monitor produced a code 205 - av data corrupt. The cause of the service code was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fracture solder connections. (B)(4). Results will be monitored. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.